Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is seeing the not able to deliver desired settings on her programmer. The factors that might have led to this are unknown. The rep will be meeting with the patient to access the situation. Additional information received from a manufacturer representative (rep). It was reported that electrodes 3 and 9 were out of range. Electrode 8 was avoid. All programs used these electrodes and that is what was causing the settings not available message. Reprogramming around those electrodes resolved the issue. The issue was resolved. No further complications were reported.